Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Patient problem code- patient experience compartment syndrome product has been received by zimmer biomet and the investigation will begin once product is evaluated. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tourniquet was placed on patient's left leg. Patient developed compartment syndrome and had to return to surgery after procedure (orif left lateral malleolus). Attempts have been made and no further information has been provided. No additional consequences have been reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair. Initial qa inspection of the a.t.s. 4000 tourniquet on january 18, 2018 revealed that the calibration was within specifications. The device needed the software upgraded to the current revision. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on january 18, 2018 which included upgrading the software. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection it was noted that the calibration was within specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the calibration was within specifications. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.